Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system outer shaft was bent. The articulation of the delivery system was out of plane. The delivery system inner shaft was mechanically kinked/bent. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft was bent at 5 cm from the distal end of the delivery system. The inner shaft was kinked at 3 cm from the distal end of the recapture cone. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of leadless implantable pulse generator (ipg) the delivery system exhibited a kink and failed crossing the tricuspid valve. The leadless ipg and delivery system was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID mc1vr01 (serial: (B)(6); product type: 0240-ipg; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.